Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew1812 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported "we recently have had leaking power PICC line removed for leaking, possible defect." Additional information received 05/31/2021: placement date: may & removed within 5 -10 days of insertion; 5-13 placed/ 5-18 removed due to leaking. A detailed description of the events: line found leaking under the dressing @ hub on 1 & between 0-2 cm mark on the other. Was there any patient harm reported? Leaking line required removal. What they're being treated for: oncology service.